Event description:
Reporter alleged the customer couldn't test on the aviva system because of an error message while feeling dizzy and sweaty. Reporter stated the customer had to be treated by a nurse with ginger ale and then he was given a large lunch. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.